Manufacturer narrative:
E1 postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving an iliac chronic total occlusion (cto), the tip of a cxi support catheter cracked and flared open when advanced together with another manufacturers wire guide and sheath through the calcified area of the iliac artery. Resistance was encountered at the calcified area. The procedure was then completed using another manufacturer's unspecified device. A section of the device did not remain inside the patient's body. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.